Event description:
It was reported that a tandem mobi cartridge alarm occurred, causing the customer's blood glucose level to exceed 500 mg/dl, with the display simply reading "high." The customer managed the situation by using a correction injection via multiple daily injections and did not require assistance from any third party. Technical support confirmed the alarm, guided the customer through cartridge removal, and instructed to deliver a 9-unit bolus. The cartridge was successfully reloaded, and insulin therapy resumed, resolving the issue.